Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was noted that a rod was broken. A revision was done to replace the broken rod. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Analysis of the returned device shows that macroscopic examination confirms rod is broken around the rod vertical mid-line. Microscopic examination of the fracture surface reveals a fairly brittle fracture, with some limited evidence of fatigue around the middle of the fracture surface, and ray-like features emanating from the area of crack propagation through the entire cross section of the rod. No defects noted on the adjacent surface of the rod near the fracture initiation point that could contribute to crack propagation. Dimensional inspection confirms diameter to be within print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components; unable to determine root cause of the foregoing event from the available information.